Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a social media post that a customer passed away in an unknown location. The cause of death was due to an unnamed pump malfunction. The poster did not have any further information about the deceased customer or their next of kin. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. It is unknown if the customer's next of kin would return the insulin pump for analysis.